Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that prior to aquablation therapy inside the patient, the aquabeam console randomly shut down. Water was seen to get onto the aquabeam motorpack and the aquabeam motorpack lost functionality. The procedure was subsequently aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem: component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam motorpack was not returned for investigation of the reported event. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam motorpack / lot number 22c04347 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece · drape the motorpack with deroyal camera drape (ref (B)(4) or equivalent) so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: - pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. - ensure the drape is properly seated in recess of the motorpack. - ensure the drape is not obstructing the magnetic plate on the motorpack. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.